Event description:
It was reported a spectrum pump had a "bad keypad". It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The device evaluation confirmed the #2, #3, #4, #5, #6, #7, #8, #9 and (.) Keys to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #3 key will occur following the selected key's function (e.g., when the #1 key is pressed, 13 will be displayed; when in alphabetic mode and the abc key is selected, ag will be displayed interfering with the mdl drug search). The keypad was replaced. Baxter has initiated a CAPA to further investigate the issue.